Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that during a supply change, the ¿press and hold¿ button on the ilet device was unresponsive and grayed out, preventing navigation. The user was advised that the only workaround was to allow the device to power down. A replacement ilet was arranged. The user planned to test the original device again after it powered down and recharged and return the replacement if the issue resolved. Blood glucose was not affected, and the user transitioned to backup therapy. No symptoms, external assistance, or medical intervention occurred.